Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complain of a leak at the septum was confirmed and the cause appeared to be manufacturing related. Two photographs and three 18g nexiva units were provided for investigation. What appeared to be blood residue was present between the grey canister and the catheter adapter, which was indicative of leakage. The septum was deformed, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: we had incidents that the back-end portion of these IV catheters were leaking and causing patient safety issue. Customer response on 28-apr-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? I can't remember when the actual dates were all six cases were in the last 4 weeks. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. In every case because the back end of the catheter was leaking so the catheter had to be removed and replaced requiring the patient to have to get poked with another needle to have a patient IV access.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.